Manufacturer narrative:
H10: on the literature article named " nanocrystalline silver reduces the need for antibiotic therapy in burn wounds", the authors of the study reported that when using an acticoat dressing to treat a burn wound located on an unspecified area, 2 patients developed an unspecified wound infection. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review revealed no similar instances in the last three years. A risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. A clinical review concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Probable root cause is incorrect skin preparation, incorrect application of dressings, infrequent dressing changes or a reaction by the patient to one or more of the components of the dressing. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct skin preparation technique, correct application of dressing and advice on frequency of dressing changes. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4). Postal code (B)(6). Tonkin, c., & wood, f. (2005). Nanocrystalline silver reduces the need for antibiotic therapy in burn wounds. Primary intention: the australian journal of wound management, 13(4), 163-168.

Event description:
On the literature article named " nanocrystalline silver reduces the need for antibiotic therapy in burn wounds", the authors of the study reported that when using an acticoat dressing to treat a burn wound located on an unspecified area, 2 patients developed an unspecified wound infection confirmed by a microbiological test conducted on swabs applied directly on the wound. Both patients received an unspecified antibiotic regime in accordance to the microorganisms found as part of the swab test. Further details on the final outcome of these patients are unknown.